Event description:
A 4-level helix acp plate was implanted at c3-c7 in 2009. On (B)(6) 2011, during follow-up visit, the pt reported dysphagia. Radiographs taken at that time noted the right inferior screw had backed out approx 2mm. Also noted was significant settling of the allograft at c6-c7 disc space. Revision surgery has not occurred.

Manufacturer narrative:
Revision surgery has not yet occurred; no product has been returned for eval. No root cause has yet been identified. Should product become available, add'l relevant info will be included in a subsequent report. Labeling review notes the following: "potential risks identified with the use of this system, which may require add'l surgery, include: bending, fracture or loosening of implant component(s). Nonunion or delayed union. Pain, discomfort or abnormal sensations due to the presence of the device. The nuvasive helix revolution acp system is designed to assist in providing an adequate biomechanical environment for fusion. If a delayed union or nonunion occurs the implant may fail due to metal fatigue. Pts should be fully informed of the risk of implant failure."